Event description:
It was reported that the pump alarmed "syringe flange not in place" with a pre-filled flush 10 ml bd syringe. No patient injury or complications were reported in relation to this event.